Event description:
It has been reported to philips that system was having problems with the geometry being partly available. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Analysis of the log file confirmed that there was malfunction of sib (system interface board). The fse confirmed that the sib needs to be replaced. The customer refused the service quote provided by philips to replace the sib. No further action was performed by philips. The codes were updated based on the investigation outcome.